Event description:
On 11/24/98, 2 pts on ventilators in intensive care unit had sputum cultures collected. Cultures were positive for ralstonia on 11/28/98. A bacteria found in contaminated water or normal saline. On 12/3/98 a culture was taken from original lot of distilled water. It was positive for ralstonia on 12/10/98. Three more water jugs were tested on 12/7/98. One original shipment of water & one from new shipment and one from another source. On 12/7/98, center for disease control was contacted to see if there was reason for concern. The water company, puritan springs, was contacted re: culture results. The ventilators of these 2 pts have a heater accessory to allow the use of distilled water with "sterile water quality". There is a heater and a filter built into this accessory. On 12/11/98 both old & new shipments to distilled water were positive for ralstonia. The one from another source was negative.